Event description:
Boston scientific received information that oversensed noise on this right ventricular resulted in numerous inappropriate shocks to be delivered. Therapy was not exhausted due to the issue and no pacing inhibition was noted. However, the physician elected to electively replace the lead due the issue. A new lead was implanted with the chronic device, and the lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis confirmed insulation abrasion on the lead. Detailed analysis of the damage noted the trilumen insulation abraded through exposing the rs- coil approximately 27.5 cm from is-1 terminal pin. Laboratory analysis concluded the damage was most likely due to lead on lead interaction, and may have resulted in a condition that could result in loss of therapy on the lead. Resistance testing confirmed the lead conductor was in tact, and no other testing was performed.